Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual analysis noted the outer insulation was cut, blood (non-obstructive) noted in the proximal lead conductor, and consistent with explant damage the proximal conductor and the proximal portion of the lead were distorted. Device: 0295 non medtronic implantable tachy lead (B)(6) 2012; 4136 non medtronic implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.